Event description:
The pt was being feed using a pump. Rptr stated the pump "distributed feeding too fast and amount rec'd did not match amount on pump", but did not provide any details on the extent of the overdelivery. There was no illness, injury or medical intervention resulting from the event. One pt involved.